Manufacturer narrative:
G4: 10jan2020. B4: (B)(6). The customer replaced the touchscreen assembly to address the reported issue. The issue was resolved and the device is now functioning properly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13sep2019.

Event description:
The customer reported touchscreen failure. There was no patient or user harm reported.